Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of atypical power alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log files. The submitted controller event log file contained events from 23may2026 ¿ 30may2026. The file captured low power hazard and power cable disconnect alarms beginning on 23may2026 associated with both the relative state of charge (rsoc) and voltage of both power cables decreasing below the expected voltage ranges. These events appeared consistent with a loss of alternating current (ac) power while the system was operating on the mpu. The alarms resolved within a few seconds once external power was restored to the system. While external power was lost, the backup battery provided power to the system as intended. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed throughout the duration of the file. The mobile power unit (serial number: unknown) was not returned to abbott for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported event was unable to be conclusively determined through this analysis. A review of the relevant sections of the device history records could not be performed as the serial number of the device was not communicated/identified. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 3 of the IFU, "powering the system", and section 3 of the patient handbook, ¿powering the system¿ explain how to properly use the mobile power unit (mpu). These documents also caution the user to always have at least one system controller power cable connected to a power source at all times, and to not rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address how to properly interpret and troubleshoot all system alarms, including power cable disconnect and low power hazard alarms. Section 8 of the IFU, ¿equipment storage and care¿, and section 6 of the IFU, ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The system controller event log file captured low power hazard and power cable disconnect alarms on 23may2026 that appeared consistent with a loss of alternating current (ac) power while the system was operating on the mobile power unit (mpu).